Event description:
Additional information received reported that the patient's system was replaced with a different manufacturer's product. No other information was available.

Event description:
The patient experienced a stinging sensation at the lead and implant site. She also experienced a loss therapeutic effect, a return of pain. These issues started following an accident on (B)(6) 2012. The accident "pulled the leads". She was due to have the leads revised but a date has not been set. She was waiting on money from the insurance company. Additional information has been requested.

Manufacturer narrative:
Lead: model 377875, lot# v013122, implanted: 2007 (B)(6), explanted. Lead: model 377875. Lot# v013122. Implanted: 2007 (B)(6), explanted. Programmer: model 37742, serial# (B)(4). (B)(4).